Event description:
It was reported that filter retrieval difficulty occurred. The 80% stenosed target lesion was located in a moderately tortuous internal carotid artery (ica) to common carotid artery (cca). A 190cm filterwire ez¿ was selected to treat the target lesion. During the procedure, after the device crossed the lesion, the filter expanded at the distal lesion. While removing the delivery sheath, it was noted that the wire was kinked near the bifurcation area of ica and cca and the delivery sheath was unable to be removed. The physician adjusted the position of the guiding catheter and strengthened the support and also pushed the delivery sheath again but severe resistance still encountered. A newly unpacked 300cm filterwire was used by performing parallel approach and passed over the 190cm filterwire and the filter was expanded. The 190cm filterwire was removed with the filter expanding. The device was successfully removed from the patient. After that, carotid artery stenting (cas) and angiography was performed. The removed filter was inspected and noted that the wire was bent/cranked. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the unit returned has the wire kinked. The visual inspection was performed and the device is kinked along the body, also the delivery sheath is kinked. The wire was found exposed through sheath slit. Moreover, the spring tip is bent. Evidence of fluids on the device were found. The filter bag was observed to be in good condition and met specification. All the outer diameter (ods) and guidewire overall length taken and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that filter retrieval difficulty occurred. The 80% stenosed target lesion was located in a moderately tortuous internal carotid artery (ica) to common carotid artery (cca). A 190cm filterwire ez¿ was selected to treat the target lesion. During the procedure, after the device crossed the lesion, the filter expanded at the distal lesion. While removing the delivery sheath, it was noted that the wire was kinked near the bifurcation area of ica and cca and the delivery sheath was unable to be removed. The physician adjusted the position of the guiding catheter and strengthened the support and also pushed the delivery sheath again but severe resistance still encountered. A newly unpacked 300cm filterwire was used by performing parallel approach and passed over the 190cm flilterwire and the filter was expanded. The 190cm filterwire was removed with the filter expanding. The device was successfully removed from the patient. After that, carotid artery stenting (cas) and angiography was performed. The removed filter was inspected and noted that the wire was bent/cranked. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.